Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) bypassed the day dwell at day drain 1. The caregiver (cg) stated the hp had a low drain volume in the initial drain, drain volume 11ml, last fill volume 2000ml, initial drain alarm setting 0ml. The hc moved to fill and filled the hp with the full fill of 2000ml. The hp was having a difficult time breathing in the dwell cycle. The cg bypassed the day dwell and went to day drain 1 then called baxter for assistance, drain volume 4235ml. The technical service representative (tsr) explained the setting on the initial drain is low and that was shy the hc moved to fill. The tsr informed the cg to contact the registered nurse (rn) and ask her to change the initial drain alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2010 product surveillance contacted the hp peritoneal dialysis nurse (pdn) regarding the report of increased intra-peritoneal volume (iipv) with difficulty breathing. The pdn verified the hp's largest prescribed fill volume (lpfv) is 2000ml. The pdn stated they adjusted the initial drain alarm setting on the hp's hc and the hp was doing fine. The pdn stated the hp has not reported any symptoms or other drain volumes that meet increased intraperitoneal volume (iipv) criteria. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp's dialysis products. A swap was not requested.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be: insufficient drain, false empty detect and use error: the I-drain alarm setpoint was inappropriately programmed too low. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.